Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced and confirmed. The evaluation was unable to determine the specific contributor. However, the upper and lower auxiliary are failing components causing this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.